Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose over 600 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose incident. Auto mode feature was not active at the time of incident. Infusion set had leak. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with the initial report in section b5 was incorrect. However, we have received new information which has been updated on this report to reflect the correct information.

Event description:
The mother reported via phone call that the customer went to the emergency room and was hospitalized for 12 hours on (B)(6) 2021 due to diabetic ketoacidosis. Blood glucose at time of the event was over 600 mg/dl. Ketone test was done and ketones were present in their urine sample. When asked what led to the event the mother stated they had been receiving insulin flow block alarms, also mentioned receiving the alarms since they got the pump. During troubleshooting the mother stated the insulin flow block alarm was resolved with a reservoir change, reservoir was thrown away. Mother stated that the reservoir spilled into the pump in december. Self-test was performed and passed. Also mentioned infusion set would not stick, popped out and was leaking however they did not indicate if this was before or after the event. It is unknown if auto mode feature was in use. The customer will continue to use the device. The insulin pump will not be returned for analysis.